Event description:
Hamilton co was informed on 8/28/98 of an event that occurred on 7/30/98, in which the instrument reportedly did not dispense sample and did not generate an error message. No death or injury resulted from this event.